Manufacturer narrative:
A sample device was not returned for analysis. The lens remains implanted. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that during an intraocular lens implant procedure, a haptic of the lens was twisted after lens was positioned in the eye. The patient had a strong myosis contributing to the surgeon's failed attempt to reposition the haptic during the initial surgical setting. The lens was successfully repositioned on (B)(6) 2016. Additional information was requested.